Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with a depleted battery, which was identified during bio-med testing. However, upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a depleted battery was confirmed at the facility by a baxter field service engineer. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced at the facility by the baxter field service engineer to correct the reported condition.